Event description:
It was reported that "an aria peek cage(12x45x8deg-18) broke off the inserter while inserting the cage into the disk space. The surgeon was tapping the cage into the disc space and he met some resistance so tried to tap the cage in more, then the cage broke off the inserter. We then trialed the cage again and went to a smaller size cage(10x45x0deg-18) and that seem to fit."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the failure was confirmed upon visual inspection of the device. The implant is fractured at the inserter/implant threaded connection. Both inferior and superior walls supporting the threaded connection are fractured. One wall is fractured through the entire bulk and the fragment was recovered and returned. The other fracture does not completely pass through the entire bulk of the material and remains barely connected. Functional inspection: not applicable. The device is no longer functional in the returned condition. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the avs aria cage breakage was confirmed upon visual inspection of the implant. The breakage occurred near the threaded inserter/implant interface. The breakage occurred once the implant met resistance upon progressing the implant via impaction. The fractured cage and the fragments were returned to the manufacturer for analysis. Upon resizing (smaller) the implant was successfully implanted into the disk space. Oversizing the disk space has previously been identified as a likely cause of cage breakage and is implicated as the most probable cause of failure in this case.